Manufacturer narrative:
It was reported that the patient has excess laxity and needs thickers poly inserts. The revising surgeon noted that the joint appeared to have loosened shortly after the primary surgery. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has excess laxity and needs thickers poly inserts. The revising surgeon noted that the joint appeared to have loosened shortly after the primary surgery. Revision surgery is planned to exchange the poly inserts.